Event description:
The recipient showed little reactions to certain sounds during the first fitting. Otosclerosis has been diagnosed pre-operatively. During implantation surgery ossification of both cochleae was found and 4 channels were left extra-cochlear at initial implantation surgery. The revision surgery took place on (B)(6) 2020. A re-insertion of the electrode was carried out, but a full insertion was not achieved. Channels 11 and 12 were left extra-cochlear.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. It is reported that a complete insertion of the electrode was not achieved at implantation surgery due to ossification. In addition, in situ measurements show one channel with high impedance for undetermined reasons. A re-insertion surgery was performed with two channels being extra-cochlear. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user showed little reactions to certain sounds during the first fitting. Four channels were left extra-cochlear at insertion. Additional channels may have further migrated out, per CT scan results and maestro data. A revision surgery took place on (B)(6) 2020. A re-insertion of the electrode was carried out, but a full insertion was not achieved, 2 channels were left extra-cochlear.